Event description:
It was reported that the right ventricular (rv) lead exhibited general oversensing on high-rate, non-sustained (hrns) episodes as well as t-wave oversensing (twos) and diminished sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.